Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump froze during bolus. Caller reported that all buttons except for the up arrow button were not responding. Customer's blood glucose was 98 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No frozen screen was noted.